Event description:
It was reported that the patient presented to the clinic for a follow up with discomfort. Interrogation of the pulse generator noted that the right atrial lead exhibited far R-wave over-sensing and ventricular stimulation. Fluoroscopy performed confirmed that the lead had dislodged. The lead was explanted and replaced. The patient had no adverse consequences.